Manufacturer narrative:
This follow-up report is being filed to relay additional information. Visual inspection of the returned device revealed damage and deformity. Device was evaluated and the reported event was confirmed and is part of a corrective action. Device history records were reviewed and no discrepancies were found. Investigation concluded root cause was attributed to the design of the device; this instrument is designed to twist prior to screw failure. Complaint history review found additional complaints related to this issue, and trending further triggered corrective action investigation. As part of corrective actions, a field communication was sent out to the sales force. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI: (B)(4).

Event description:
During a bunionectomy, the tip of the driver twisted during use. There was no patient injury or delay in the procedure.